Event description:
It was reported that the user experienced intermittent bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss and a brief sensor communication interruption; the user was guided to toggle the dexcom g7 connection and re-enter the sensor code, with instruction to allow time for reconnection. Symptoms included no adverse clinical effects and no changes in blood glucose levels. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included telephone troubleshooting and user education focused on bluetooth pairing procedures. Investigation of this case revealed a transient communication issue consistent with brief sensor connectivity loss, with no hardware malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was user-to-device connection disruption and environmental or operational factors affecting wireless communication.